Manufacturer narrative:
The alleged event was not confirmed. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). Although distributed in 2008 the returned device was fully functional. Potentially reduced accuracy in guidance is usually found during functional check (required per labelling). In case of any deviation it is realized prior to use. Pre-operative testing is required in the labelling; maintaining measures during and after re-processing is also highlighted in the labelling. Free-hand locking is always an option. Although a real root cause could not be determined the alleged event was classified having been caused by a suboptimal intra-operative procedure and was regarded being user related. In case other essential information becomes available were reserve the right to re-reopen the case for investigation and to assess a new root cause.

Event description:
As reported: "drilling of the femoral neck screw and distal locking with gamma3 insertion handle can no longer be performed with pinpoint accuracy. Drilling errors occur. No visible defects on the aiming device, no scratches. Procedure was completed by freehandlocking"

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "drilling of the femoral neck screw and distal locking with gamma3 insertion handle can no longer be performed with pinpoint accuracy. Drilling errors occur. No visible defects on the aiming device, no scratches. Procedure was completed by freehandlocking"